Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage, switch 1 did not work. Additional findings were as follows: due to deformation of up/down knob, water tightness was lost; adhesive around the objective lens was peeled; protector of the universal cord on the scope connector side had a scratch; forceps elevator lever had a scratch; forceps elevator knob had a scratch; up/down knob has a scratch; right/left knob had a scratch; switch box had a scratch; universal cord was sticky; universal cord had a scratch; control unit had discoloration; control unit had a scratch; control unit was dirty due to water leakage; adhesive on the bending section cover (a-rubber) had a chip; bending tube was deformed; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; plastic distal end (c-cover) had a scratch; connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.